Event description:
The patient stated that the implantable neurostimulator (ins) was "shorting out" - "shocking me". It happened when changing body position. The patient was due for a replacement of the ins in a month. Follow-up with the patient's healthcare provider was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).